Event description:
Physician performed angioplasty on a patient. At the end of procedure, physician experienced a lot of resistance during introducer removal. During introducer removal, introducer's valve came off the sheath. The physician had to close sheath with forceps in order to reduce blood loss and after many efforts, he was able to remove the sheath from the patient. Patient outcome was not provided by reporter.

Manufacturer narrative:
(B)(4). Manufacture date: unk as lot is unk. Additional information: no product was returned to assist in this investigation. Each device is 100% inspected to confirm correct sheath connecting cap and that flare is caught securely in cap assembly. Sheath must not rotate. Verify coil in sheath continues into cap. Inspection also confirms distal ends of sheath and dilators are smooth and free of rough edges and that there is a smooth transition between the sheath. A visual examination as well as inserting distal end of sheath up to the disc without disrupting the disc and checking for smooth transition are also performed. The flare is to be trimmed evenly and each flare is checked with appropriate flare gauge. Without benefit of inspecting the complaint device, the complaint is confirmed solely on the reported statements of the event. Relevant to this failure mode of hub separation, a review of our files shows that this device was manufactured after the implementation of action activities on 06/27/2008. We are continuing our monitoring of complaints for similar events and have notified the appropriate internal personnel of this event.